Event description:
Went through entire case and noticed after the patient left the room that there was about 1 cm of irrigation underneath the sterile slush drape. Checked for leaks, but was unable to pin point a leak location. Drape saved and sent to company for tests to be completed. Verified with scrub nurse that there were no blunt/sharp objects placed in the sterile drape at any time. Surgeon made aware via email by resource nurse. Drape information: slush/warmer disc-drape, ref#ors-320, lot#d143431.